Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic on (B)(6) 2020 with high out of range right ventricular lead impedance. A possible pin connector issue was suspected. On (B)(6) 2020, the device was rechecked and measurements were normal. X-rays were also inconclusive regarding the pin connector issue. No intervention was performed and patient will continue to be monitored. Patient condition after the event was stable.